Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 10-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint analysis concluded an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 10-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("proximal placement of the implant / coils were noted to be protruding into the uterine cavity") and medical device removal ("device removal") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous and abortion. Previously administered products included for an unreported indication: mirena, codein, codein and depo provera. Past adverse reactions to the above products included bacterial vulvovaginitis with mirena; nausea with codein; vomiting with codein; and weight increased with depo provera. Concurrent conditions included drug allergy. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complication"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation and medical device removal to be related to essure. The reporter commented: operative note on (B)(6) 2015: the tubal lumen was opened and the distal end of the essure device was visualized. The proximal placement of the implant was noted and decision was made for concurrent hysteroscopy. Tubal ostia were easily visualized bilaterally and the coils were noted to be protruding into the uterine cavity. The hysteroscope was then removed from the pelvis. Attention was then returned to the abdomen where the implants were then removed from the uterus bilaterally and removed from the abdomen and discarded. The fallopian tubes were then transected from the uterus and removed from the abdomen. The patient tolerated the procedure well. Diagnostic results: on (B)(6) 2015, pathology report showed: received in formalin labeled bilateral tubes were two, continuous, fombriated fallopian tubes measuring 3.8x1.0x1.0 cm and 4.4x1.0x1.0 cm. There were also three, additional, tan-pink, irregular, rubbery tissue fragments within the container. The fallopian tubes display smooth, tan pink, serosal surface with pinpoint lumens and wall thickness average of 0.3 cm. Received in formalin labeled "left sidewall implant" is a 0.5 x 0.4 x 0.4 cm, tan-yellow, irregular, rubbery, cauterized tissue. Diagnoses: bilateral fallopian tubes, bilateral salpingectomy: bilateral fallopian tubes with complete cross-section pelvic sidewall, left, implant, excision: fibroadipose tissue with calcifications. Concerning the injuries reported in this case, the following one was described in patient's medical records: device dislocation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received: reporter, historical conditions and event were added from the medical record. Company causality comment: this litigation case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and the device was removed (bilateral salpingectomy and hysteroscopy performed) due to complications. During the surgery, proximal placement of the implant was noted (coils were noted to be protruding into the uterine cavity). During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or dislocation (into the proximal fallopian tube or to peritoneal cavity). In this particular case, the exact mechanism of the event is not known. Considering device removal was required, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("proximal placement of the implant / coils were noted to be protruding into the uterine cavity") and genital haemorrhage ("abnormal bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: mirena, codein, codein and depo provera. Past adverse reactions to the above products included bacterial vulvovaginitis with mirena; nausea with codein; vomiting with codein; and weight increased with depo provera. Concurrent conditions included drug allergy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation and genital haemorrhage to be related to essure. The reporter commented: operative note on (B)(6) 2015: the tubal lumen was opened and the distal end of the essure device was visualized. The proximal placement of the implant was noted and decision was made for concurrent hysteroscopy. Tubal ostia were easily visualized bilaterally and the coils were noted to be protruding into the uterine cavity. The hysteroscope was then removed from the pelvis. Attention was then returned to the abdomen where the implants were then removed from the uterus bilaterally and removed from the abdomen and discarded. The fallopian tubes were then transected from the uterus and removed from the abdomen. The patient tolerated the procedure well. She had surgery to remove the essure implant on (B)(6) 2016. Diagnostic results: on (B)(6) 2015, pathology report showed : received in formalin labeled bilateral tubes were two, continuous, fombriated fallopian tubes measuring 3.8x1.0x1.0 cm and 4.4x1.0x1.0 cm. There were also three, additional, tan-pink, irregular, rubbery tissue fragments within the container. The fallopian tubes display smooth, tan pink, serosal surface with pinpoint lumens and wall thickness average of 0.3 cm. Received in formalin labeled left sidewall implant is a 0.5 x 0.4 x 0.4 cm, tan-yellow, irregular, rubbery, cauterized tissue. Diagnoses: bilateral fallopian tubes, bilateral salpingectomy: bilateral fallopian tubes with complete cross-section pelvic sidewall, left, implant, excision: fibroadipose tissue with calcifications. Concerning the injuries reported in this case, the following one was described in patients medical records: device dislocation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events pain, abnormal bleeding, bloating and reporter lawyer ((B)(6)) added and events medical device removal and medical device complication deleted. Essure implant date and explant date updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.